Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, nerve encroachment, inadequate bone quality, pain, swelling, mobility. Implant were very mobil at time of removal. #18 and 21 ok. (B)(6) are the same patient.